Manufacturer narrative:
(B)(4). (B)(6) 2020 to (B)(6) 2021. Article citation: shin, j. W., & sung, k. R. "Comparison of surgical outcomes with and without ologen collagen matrix augmentation during xen gel stent implantation." Bmc ophthalmology, (2022) 22:426. Https://doi.org/10.1186/s12886-022-02668-5. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of all patients implanted via ab externo technique, 4 cases of hypotony, 44 patients required 5-fu injections, high iop requiring iop-lowering medications, 8 patients required bleb needling, 5 patients required trabeculectomy, 1 patient required an additional xen device, and 6 months post-operatively 1 patient required surgery to remove the ologen matrix due to it migrating were noted in the article: "comparison of surgical outcomes with and without ologen collagen matrix augmentation during xen gel stent implantation." Bmc ophthalmol 22, 426.